Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient who was receiving lioresal [ 2000mcg/ml] at a rate of 100mcg/day via intrathecal drug delivery pump. The indications for use of the pump were intractable spasticity and cerebral palsy. It was reported that a motor stall was seen at initial interrogation. The patient had recently undergone an MRI for a non-device issue. It was indicated that the motor stall recovered more than two hours after exiting the MRI field. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.